Event description:
It was reported that the customer was receiving no delivery alarms on the infusion pump. Customer stated the connection of the tubing to the reservoir seemed too loose or too tight at times. He stated he changed the infusion set and received further alarms during a bolus delivery attempt. Customer's blood glucose was 341 mg/dl and he had not yet treated. During a fixed prime, insulin did not exit and the insulin pump alarmed no delivery. The customer stated when he removed the reservoir, he saw drops of insulin in the reservoir behind the o-rings, and there was insulin in the reservoir compartment. Following advice to disconnect and reconnect the infusion set and reservoir, the customer successfully pushed insulin through the tubing. He then ran a manual prime and insulin did exit. Customer stated insulin went bad and turned to gel, though was fine earlier when filling reservoir. The insulin pump was working as designed, though reservoir was leaking. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operating within specifications. However, moisture damage noted on lcd board and motor assembly. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).